Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to ammonia, with a high blood glucose reading of 584 mg/dl. The customer had been experiencing high blood glucose levels for the past three to four days. Attempted troubleshooting, but the act button was not responding. Unable to review the programming or conduct testing. Advised the customer that the insulin pump would be replaced. Nothing further was reported.